Event description:
Additional information was received stating that the leads were disposed of by theatre staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that this morning, during a stage 1 implant procedure, the first lead was implanted (B)(6), the testing cable was connected to the implanted lead and the unipolar clip was attached, programmer was connected to the external neurostimulator (ens) and connected to the testing cable, and the configuration test failed. The surgeon removed the lead from the testing cable whilst turning the testing cable and once re-inserted the configuration test was repeated which again failed. The unipolar testing clip was then removed and changed the setup for bipolar testing, rerunning the configuration test which again failed. Bypassed the setup/configuration test and proceeded to run an impedance test, which failed with everything ¿out of range.¿ the manufacturer representative (rep) and physician troubleshooted for 10-20mins mins, removing and reinserting the lead test cable, running unipolar and bipolar connection and impedance tests, and eventually decided to change the lead test cable for a brand new one, re-ran all of the tests with exactly the same results. At this point a second lead (B)(6) was implanted, reconnected everything to the new lead only for it to fail the configuration test in both unipolar and bipolar, and once bypassed produced impedances that were again out of range. A new ens was used and the results were the same. A new programmer was used with the same results. After an hour of troubleshooting, the physician decided to abandon the use of the products and implanted a competitor lead. The patient on (B)(6) had two competitor leads implanted all with normal impedances following this event. The post op scan didn¿t show any abnormalities. See related report # 2182207-2024-00224.

Event description:
Additional information was received from the manufacturer representative (rep) that once the system failed twice and the decision was made to implant a competitor lead, when implanting the lead an air pocket was detected. The physician thinks this is the reason the system failed connectivity and impedance tests. The competitor system passed the tests. Physician provided feedback that the failed system is too sensitive. The patient two competitor leads implanted were all within normal impedances following this event. The post op scan didn¿t show any abnormalities.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stated that the competitor lead also failed an impedance check, and therefore it was determined that it wasn¿t a product problem. The surgeon thought there must be an air pocket and withdrew the lead 1-2mm which corrected the issue.